Event description:
It was reported that the patient underwent a posterior spinal fusion at t3-t11. The patient experienced numbness and underwent a revision 3 days post-op in which the connector was loosened to allow the surgeon to more adequately decompress the affected area. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.